Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw2251 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by the patient's father that 3f sl powerpicc broke at the hub a week after placement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause was unknown. The product returned for evaluation was a 3fr s/l powerpicc sv catheter. The sample had been trimmed at the 20cm depth marking and usage residue was seen throughout. Gross visual evaluation of the sample discovered the presence of a circumferential split in the extension tube just underneath the luer connector. Microscopic examination of the damage showed that the fracture surface was rough and granular and the damage regions correlated to points where the extension tube appeared to be adhered to the luer hub. No damage existed in regions of the extension tube which were not tacked to the luer hub. The fracture features at the damage site appeared similar to fatigue damage and flexural fatigue may have been a contributing factor but the damage location and tacking of the extension tube to the luer wall suggest other, unknown, contributing factor(s) may have also been involved. Ultimately, insufficient evidence existed to identify the exact cause(s) to the event. A lot history review (lhr) of rebw2251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's father that 3f sl powerpicc broke at the hub a week after placement.